Manufacturer narrative:
The device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A lawsuit alleges that the patient was implanted with a lead wire system, and suffered physical and other injury as a result of the recalled lead. The patient has suffered repeated shocks and fractures, after the enhanced monitoring system was in place, and the monitoring failed. The patient suffered these shocks and fractures without any alarm sounding from this purportedly "enhanced" monitor. The patient has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages. Information identified in the manufacture database indicated the patient died approximately three years after implant of the lead and seven months prior to the allegation.